Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using an unknown method. At 9:54 am the meter result was 2.7 inr. At the same time the meter result was taken, the laboratory result was 1.8 inr or 1.7 inr. The customer was not sure what the exact laboratory result was. Due to the low laboratory result, the customer started lovenox injections. No harm came to the customer due to the discrepancy and she is doing fine. The customer's therapeutic range is 2.0-3.0 inr.